Event description:
It was reported that while cleaning the table after a procedure, the gantry began unintended motion and impacted the table. A pt was not involved and no injuries were reported. The concern is for injury should a pt or user be impacted. Although the site staff could not confirm, it is thought that a cable was draped around the joystick and activated the gantry movement.